Event description:
It was reported when using the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in there was leakage at the connection site. It was reported this event affected 2400 devices. The following information was provided by the initial reporter. The customer stated: "drug leakage occurred due to poor connection to the luer-lock syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in there was leakage at the connection site. It was reported this event affected 2400 devices. The following information was provided by the initial reporter. The customer stated: "drug leakage occurred due to poor connection to the luer-lock syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/5/2022 h.6. Investigation: one photo and 82 representative samples were received by our quality team for evaluation. The photo was subjected to visual inspection to check for adapter and catheter tubing damage which could cause leakage. No obvious adapter and catheter tubing damage was observed in the photo. The representative samples were subjected to the catheter leak test. All samples passed this testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned, the root cause of this incident cannot be determined. H3 other text : see h.10

Event description:
It was reported when using the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in there was leakage at the connection site. It was reported this event affected 2400 devices. The following information was provided by the initial reporter. The customer stated: "drug leakage occurred due to poor connection to the luer-lock syringe."